Event description:
A malfunction alarm identified as "malf 12" was reported, indicating a technical issue with the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level. Technical support reset the pump, which successfully resolved the malfunction without recurrence. Customer was advised to contact technical support again if the issue occurred again.